Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3, d6: dates estimated. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot information was not provided. Based on the information reviewed, a definitive cause for reported patient effects of myocardial infarction, stroke, transient ischemic attack could not be determined. The reported patient effects of myocardial infarction, cerebrovascular accident (shock) and transient ischemic attack are listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event and implant: dates estimated. Exemption number e2019001. The clip remains implanted. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report myocardial infarction, stroke, transient ischemic attack, re-hospitalization, additional mitral valve procedure, and surgical interventions captured based on a research article. It was reported through a research article identifying mitraclips that may be related to the following; myocardial infarction, stroke, transient ischemic attack, re-hospitalization, additional mitral valve procedure, and surgical interventions. Specific patient information is documented as unknown. Details are listed in the attached article, title:implantation of one versus two mitraclips in the (B)(6) registry: is more always better? No additional information was provided.